Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's report, a black fm was adhering to the inside of the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-20 h6: investigation summary bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's report, a black fm was adhering to the inside of the tube.